Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device, the anus of the patient suffered a light burn. It is unknown about the equipment that used in combination and detailed occurrence situation. Also, the patient outcome is unknown.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".